Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated on site by our field service engineer (fse) who found out that the air gas module was defective and it was replaced. After replacing the air gas module, the ventilator passed all functional and safety test and was returned for clinical use. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module and the moisture is the root cause of the delta pressure transducer's failure. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. The failure was confirmed in problem description. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref.#: (B)(4).